Event description:
As reported, during an unknown procedure on (B)(6) 2022, the bard/davol optifix straight device deployed a broken fastener when the surgeon attempted to fixate a mesh. The loose/ broken fasteners were removed from patient's body and there was no reported patient injury.

Manufacturer narrative:
As reported, the optifix straight device deployed a broken fastener during attempted fixation, which was removed from the patient. Based on the information provided to date and without having the sample to evaluate to date, no conclusion can be made as to the cause of the fastener breaking during attempted fixation. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. If/when the sample is returned and evaluated or if additional information is received, a supplemental MDR will be submitted. The instructions-for-use (IFU) for the optifix straight device adequately describe the proper technique for fastener delivery and includes "care should be taken not to use excessive counter pressure as this may damage the distal tip of the device as well as the mesh and/or tissue."